Event description:
It was reported the patient received the following results within 10 minutes: 86 mg/dl (patient's meter) and "30's" mg/dl (paramedic's meter). The patient was experiencing hypoglycemia symptoms. The patient was treated with orange juice, peanut butter sandwich, and a soda.